Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product/provided photos identified damage to sterile blister and pouch with debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging and the porous coating. Sterility has been compromised. The outer carton has been torn likely from opening the product complaint sample was evaluated and the reported event was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided.the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. As part of a project, the sterile packaging configuration is moving to a double blister configuration. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was loose metal debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.